Event description:
It was reported that during a peripheral intervention procedure the patient expired. The target lesion was located in the iliac artery. An epic self-expanding sent was implanted at some point during the procedure. During the procedure the iliac artery ruptured. A non-bsc copper stent was used in attempt to close the rupture however was unsuccessful and the patient expired.

Manufacturer narrative:
Device evaluated by manufacturer - device not returned; therefore, analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).